Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9(date returned to mfg),h2,h3,h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation no root cause could be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center experienced error e315 unsupported scope. There were no reports of patient harm.